Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during sterilization process at user facility that the rubber seal is missing from the aseptic housing assembly. This can cause housing to not close properly and has a potential for housing to open and expose non sterile battery to the surgical site. There is no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during sterilization process at user facility that the rubber seal is missing from the aseptic housing assembly. This can cause housing to not close properly and has a potential for housing to open and expose non sterile battery to the surgical site. There is no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The product was not returned for evaluation, therefore the reported event, rubber seal missing, could not be confirmed in this case.